Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The fos (foberoptix sensor) connector was inserted into the intra-aortic balloon pump (iabp - sn (B)(4)) and not recognized. As a result, a monitor was used for arterial pressure. The iabp therapy was initiated and approx one hour after pumping was initiated, blood was found in the gas driveline tubing. The iab was removed with the teflon sheath as one unit and was replaced with a "tokai" iab catheter. The second iab was inserted into the same insertion site. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported delay in iabp therapy. There were no reported pt complications and the pt outcome is listed as fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.